Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that on the day of the implant when the manufacturer representative tested the battery it was dead.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found the ins can had a foreign material inside. A laser ribbon bond had broken off and was lodged at the positive feed-through wire of the battery and caused a direct short across the battery. The evidence suggests the broken off laser ribbon bond came from a rework of the laser ribbon bond connected to the #11 electrode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer¿s representative (rep) tried to charge the implantable neurostimulator (ins) prior to implant/case. The recharger wouldn¿t communicate with the ins as well as issues with telemetry and interrogation. Another recharger was tried and wouldn¿t communicate with the ins either. The clinician programmer was used which displayed a telemetry error. A power on reset (por) and physician mode reset (pmr) were performed which did not result in a functioning ins. The device was not implanted, and a new ins was obtained. At the time of the report the patient was alive with no injury and receiving effective therapy.